Manufacturer narrative:
Reporter institution phone number (B)(6). Reporter phone number:(B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the avalon fm30 fetal monitor loudspeaker assembly was needed to be replaced. It is not known if there was a sound produced by the speaker. It is not known if there was an inop message displayed. There was no reported patient/user injury. It is unknown if the device was in use at time of event, no adverse event to the patient/user was reported.

Event description:
The customer reported that the avalon fm30 fetal monitor loudspeaker assembly was needed to be replaced. It is not known if there was a sound produced by the speaker. It is not known if there was an inop message displayed. There was no reported patient/user injury. It is unknown if the device was in use at time of event, no adverse event to the patient/user was reported.